Manufacturer narrative:
(B)(4). Additional concomitant medical products: item # unk, cup, lot # unk; item # 650-1057, head, lot # unk; item # 650-1066, taper, lot # unk; item # 51-149050, stem, lot # unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient underwent revision due to pain and instability approximately ten months later. One month following the revision procedure, the patient developed an infection at the surgical site. The patient was treated with antibiotics.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.